Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5010235.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite a reprogramming attempt and the lead was fractured.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite a reprogramming attempt and the lead was fractured. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.